Event description:
During tpn infusions, while the rn was inspecting a tpn infusion set, she noted air bubbles leaking into the 0.2-micron filter. These are the same primary filtered infusion set previously reported to medwatch and the device manufacturers. The rn team took a video of the air bubbles entering into the filter near an air vent port on the 0.2-micron filter. It should also be noted that this primary set is of the design that the 0.2-micron filter is proximal to the infusion cassette. Primary infusion set removed from patient and sent to biomedical for reporting to medwatch and mfg. Manufacturer response for primary filtered infusion set, plum primary set (per site reporter): this is a current on-going issue with these sets leaking at the 0.2-micron filter. This incident was reported and videoed by clinical staff.